Manufacturer narrative:
Event date corrected from (B)(6) 2015. (B)(4).

Event description:
Same case as voluntary medwatch (B)(4). It was further reported that angioplasty was performed before the implant of the previously reported covered stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar compliant trending review from the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 2.50mm x 12mm emerge balloon catheter was advanced and removed from the patient smoothly; however, under angiography, it was notice that the balloon had detached and was still in the patient. The patient lost flow to the vessel. The physician attempted to snare the balloon fragment but was unsuccessful. A covered stent was used to tack the balloon fragment up against the vessel wall. The patient is intubated in the ICU.